Manufacturer narrative:
Conclusion: mattress replaced.

Event description:
It was reported via repair work order that the bed had fluid ingress to the mattress due to a damaged cover. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.